Manufacturer narrative:
The suspect device/component has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer stated that the issue was not duplicated and they would like a field service technician to check the unit onsite. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator went into vent inoperable during patient use. Furthermore, the patient was removed and placed on a different ventilator and there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) evaluated the device on-site, troubleshot and tested the ventilator in accordance with vyaire service procedures. The ventilator passed all of the tests and is within the manufacturer's specifications. The unit is now operational.